Event description:
It was reported by the customer that bd pyxis¿ medbank mini experienced cubie releasing improperly from bin 03, when attempting to issue different item from the same drawer. Attempts to re-insert the released cubies and others were unsuccessful. Attempts to insert the released cubies into other bins were successful. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigating the actual device used in this incident, it was determined that the device had an issue with cubie failed to release. The field service engineer verified cubie pockets and found they were fully operational. Reinserted the pockets. The issue was resolved and confirmed by the customer the case has been closed. The system functioned as intended after being troubleshot by the field service engineer. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.